Manufacturer narrative:
The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: when withdrawing from the lde1 washer using a 50ml luer lock syringe, the luer lock tip gradually loosens as the sample is withdrawn during screwing and unscrewing.

Manufacturer narrative:
Investigation results: there was a lack of photographic evidence or physical samples provided for the investigation regarding the reported issue. A comprehensive review of the history related to syringe 50ml ll lot 2501013 was conducted, which showed no deviations or non-conformities associated with the alleged defect. Six retained samples were analyzed further, all samples underwent a visual inspection, and no damage was detected on the tips of any of them. Additionally, the connection was checked by attaching it to a needle, and it screwed and unscrewed normally. The product undergoes inspections at various stages throughout the manufacturing process to ensure its quality and functionality. Based on the current information, we are unable to identify a root cause related to the manufacturing process. Our quality team will continue to monitor any complaints associated with this device and the reported condition for potential emerging trends.

Event description:
No additional information.